Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address recurrent dislocations. Doi: (B)(6) 2004; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1200558 if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.